Event description:
Reportable based on analysis approved 28 december 2006. It was reported that during an unspecified stenting treatment procedure, wallstent delivery and deployment difficulties were encountered. The customer stated that the physician "had difficulties with getting it over the wire." Subsequently, following delivery to the lesion site, when he "tried to deploy it really quick, everything got stuck." The stent and delivery system removed in their entirety. Another stent of the same dimensions was not available, so the patient's drainage tube was reinserted and the procedure was rescheduled for the next week. No patient injuries or complications were reported.

Manufacturer narrative:
Device analysis cannot confirm the reported complaint of guidewire difficulties as when the recommended size guidewire 0.035" was inserted through the device no issues in guidewire movement were noted. The stent had been deployed from the device on its return and it was noted that several of the stent wires were uncrossed and damaged at one end. The exact cause of the stent wire damage could not be concluded. A review of the manufacturing records for batch # 8677338 found that the device met its material, assembly and product specifications. Device analysis cannot conclusively determine the exact root cause of the stent damage of the returned device.